Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4 h2, h3, h4 and h11.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the loop had been completely retracted into the main unit and upon extending the loop from the coil sheath, the loop has been folded into an elongated shape. There was no patient involvement.